Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat interstitial cystitis, , urethral hypermobility, pelvic pain and dyspareunia and stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a total abdominal hysterectomy, left salpingo-oophorectomy and an appendix removal performed during mesh implantation. It was reported that following insertion, the patient experienced chronic pelvic pain, stress incontinence, abdominal adhesions, infections, blood in urine, dyspareunia and vaginal scarring. It was also reported that the patient underwent cystourethroscopy, bladder hydrodistention and bilateral retrograde pyelography on (B)(6) 2012 due to bladder pain, urinary frequency, urinary dribbling, and microhematuria. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecologicall procedure on (B)(6) 2010 and a sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria